Event description:
It was reported that the device would not work during a procedure. There was a delay of 30 minutes as the procedure was completed using manual instruments. There were no adverse consequences alleged with this event.